Event description:
Customer reported false negative leukocytes results on the instrument whereas microscopic results were positive for leukocytes. There was no report for injury due to this event.

Manufacturer narrative:
Customer is being recommended to clean the readhead and to replace the lamp. Customer denied to do that. The cause for the discordant leukocytes results is unk.

Manufacturer narrative:
The original MDR 1217157-2013-00264 was filed with FDA on january 23, 2014. Additional information: customer indicated that problem was resolved by cleaning the readhead as mentioned in the clinitek atlas operator's manual. Customer also indicated that all results were correlated with manual dipstick after cleaning the readhead. Instrument is operational.